Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported an issue with the transmitter. Customer's blood glucose was 130 mg/dl at the time of the incident. Customer states that the transmitter did not blink after it was connected to the sensor. Customer also stated that when it was removed, the electrode was missing. The sensor will be replaced.